Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. It is typically not related to product malfunction. The root cause of this event cannot be conclusively determined with the available information; however, this adverse event was likely exacerbated by the progression of the patient's underlying valvular disease pathology with or without svd and/or n-svd. The root cause has been determined to be due to procedural-related factors related to the initial valve implant procedure. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a patient with a 19mm 3300tfx pericardial aortic valve has undergone a valve replacement procedure after an implant duration of seven (7) years, one (1) month due to severe aortic stenosis with a mean gradient of 40mmhg and a peak gradient of 70mmhg and severe patient prosthesis mismatch. The explanted valve was replaced with a 23mm 11500a pericardial valve. Echo revealed a well-seated valve with appropriate leaflet function with no evidence of pvl. The patient was discharged on pod #9.

Manufacturer narrative:
Reference CAPA-20-00141.